Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/01/2016 with the following findings: investigation revealed a cracked cartridge compartment at the threads with a piece of case missing. In addition, the display lens was cracked. Unrelated to these issues, a crack was noted in between the case seal and the keypad cover. Also, the audio bolus button cover was missing, making further testing of the bolus button functionality impossible. (B)(6).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on 08/01/2016. Investigation revealed a cracked cartridge compartment at the threads with a piece of case missing. In addition, the display lens was cracked.